Event description:
A customer contacted baxter's technical service center and reported an air pocket on the bottom of the patient line while using the homechoice (hc). Product surveillance followed up with the hp who did not recall any specific details from this event. The cause of the air was undetermined. The hp was able to continue with the therapy after speaking with the technical service representative. The hp reported she continues to use the cycler and was doing very well. No patient injury or medical intervention was reported.

Event description:
The pacemaker would not interrogate, a message was displayed that kept repeating every time ok was pressed. A magnet was applied and no magnet response was observed along with no pacing. The device was explanted and was replaced with a new ela reply device.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an air pocket in the patient line that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.